Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of unit showed some damage to the lower right corner. The unit failed the following tests: damage to case lower right corner; lock off leak test-leaking at a rate of 7psi in 60 seconds. During test the unit did not go into the reported continuous flow. The unit was removed from the case to find the root of the leak to determine whether it could be the cause of a possible intermittent continuous flow issue. The elbow at the top of frequency control block nearest to the front panel was loose and was not in its correct position. The reported fault of continuous flow could not be replicated at any time during test and investigation however the loose elbow at the top of frequency control block could have caused the unit to go into continuous flow. What caused the loosening of this elbow is unknown but it is consistent with the shock that caused the case damage.

Event description:
It was reported that the mode could not be changed from inhalation to exhalation and also exhalation gas was left running. No patient injury was reported.